Event description:
It was reported by the sales rep that the md experienced difficulty in placement of the proplege coronary sinus catheter. The placement was attempted for over and hour and a large hematoma was noted on the patient's right neck. A 5,000 units of heparin were given prior to lines being placed. The decision was made to abort the case as it would not be possible to fully heparinize the patient with such a large hematoma. The lot number is unknown, the product was discarded by the hospital.

Manufacturer narrative:
It was stated that there was no malfuction of the device. A hematoma was caused during the prolonged placement process. The product was no returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future capas determinations.